Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5510, 5511, 5512. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.